Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon was doing a right total hip and when surgeon went to implant the liner, the surgeon discovered the liner to have a divit, and decided not to implant so surgeon used a new liner and complete the case.

Manufacturer narrative:
An event regarding damage involving a adm liner was reported. The event was confirmed. The returned insert has a defect on the engraving face rim. No other discrepancies were noted. A review of the device by the manufacturing cell indicated that: devices returned assembled. The defect on the engraving face appears to be compressed. There is no manufacturing step that could cause this compression mark. The parts are visually inspected 100% after machining, engraving, and before packaging. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined. However, there is no evidence that it is manufacturing related.

Event description:
It was reported that surgeon was doing a right total hip and when surgeon went to implant the liner, the surgeon discovered the liner to have a divit, and decided not to implant so surgeon used a new liner and complete the case.